Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was right leg deep vein thrombosis (dvt) and right colon neoplasm (cancer). A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The patient then underwent a colectomy with removal of terminal ileum and colostomy. The filter subsequently malfunctioned including filter struts have migrated out of the ivc. Approximately three years and nine months after implant, a CT scan revealed the filter with its superior aspect at the level of the bilateral renal veins. All the filter struts have migrated outside the ivc wall. No fracture or significant tilt is noted. Incidental findings included degenerative changes of the bones, mild atelectasis, mild arterial calcifications of the spleen, small renal cysts, calcific liver granuloma, postsurgical changes of the bowel, mild colonic diverticulosis, gallstones and a right sided urethral stent. Per the patient profile form (ppf), the patient reports perforation of the ivc and migration of struts outside ivc, along with anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to all filter struts have migrated out of the vena cava. Per the implant records the patient was reported to have a preoperative diagnosis of right lower extremity deep vein thrombosis (dvt) and right colon neoplasm. The left forearm was sterilely prepped and draped. Ultrasound was used to inspect the common femoral vein which was compliant and compressible, and it was then entered under ultrasound guidance using needle. A wire was then advanced through the needle and under fluoroscopic guidance, a catheter was advanced through the common femoral vein, external iliac, internal iliac and inferior vena cava (ivc). A venogram performed demonstrated good opacification of the filter with no filling defects and identified the orifice of the renal veins bilaterally at approximately l1-l2 interspace. The trapease filter was then advanced and deployed below the renal veins. There was good approximation of the wall of the vena cava with the filter, and there was no migration of the filter. The patient tolerated the procedure well and underwent a colectomy with removal of terminal ileum and colostomy. Approximately three years and nine months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The scan reported an ivc filter with its superior aspect at the level of the bilateral renal veins. All the filter struts have migrated outside the inferior vena cava wall. The filter is not fractured, and it is not significantly tilted. Incidental findings included degenerative changes of the bones, mild atelectasis, mild arterial calcifications of the spleen, small renal cysts, calcific liver granuloma, postsurgical changes of the bowel, mild colonic diverticulosis, gallstones and a right sided urethral stent. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and migration of all struts outside the vena cava, becoming aware of these events approximately three years and nine months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to all filter struts have migrated out of the vena cava. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to all filter struts have migrated out of the vena cava.